Event description:
It was reported that difficulty advancing the catheter and patient chest pain, stroke, embolism and dissection occurred. A 25 mm lotus edge valve was selected for implantation. During advancing, there was a little difficulty in crossing the native annulus. The lotus edge vale was successfully implanted. After the procedure, the patient complained of chest pain and began showing symptoms of a stroke. A computed tomography (CT) scan was performed which revealed a calcification embolism into the m2 branch. It was also revealed that the patient had a dissection in the ascending aorta. It is not known how the dissection occurred as nothing was noticed during the implant procedure. The patient has recovered and is speaking and walking on her own.